Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/13/2014 as follows: the returned battery cap was used for testing and tightened fully. The bolus button was found to be torn/punctured, but responsive. The keypad was found to be cut on the up button. There was no peeling of the keypad from the base. The contrast button was found to be not working. The down and up buttons were intermittently unresponsive to testing. The ok button was responsive to testing. The keypad was removed for further investigation and contamination under all the key contacts was observed. Unrelated to the initial complaint, the display was found to be dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, it was reported to animas that allegedly the pump up arrow button is unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.